Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient lost weight and as a result experienced pain at the ipg site. Surgical intervention was undertaken and the ipg was repositioned, explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.